Event description:
It was reported that patient programmer was working but was unable to communicate with the ins (implantable neurostimulator). It was reported, the patient had had the programmer for about 5 weeks and hardly used it. It was also reported that the patient was unable to make adjustment with the antenna attached. It was reported, she had "fluid in the back" and was unable to use patient programmer. It was stated that about a week prior to the report, when she was using patient programmer, it shocked her. It was reported that the patient had seen her hcp (healthcare professional) more than one week prior to the report and was told that the shock was from having fluid in the back and it should go away. It was stated that the patient thought, the fluid should be gone. It was also reported that, after the implant, the patient had had fluid build up in the ins pocket, causing painful shocking so she had turned off the stimulation. It was stated that the stimulation was turned on during the report but the patient was not feeling it. It was reported that while using program at 1.10v, she didn't feel anything. As she was increasing the stimulation, she started to feel the stimulation in the hip and it was stated that she should be feeling it in the knee and leg. The patient was meeting the hcp on the day of the report and would check to see if reprogramming was needed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient was not able to turn the device ¿on¿ at first.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).